Event description:
It was reported that during hip scope surgery, the device had scratches at the distal tip. It is unknown whether there was a back up available and there was a delay greater than 30 minutes. No patient injuries were reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the device was scratched at the distal tip. A visual inspection was performed and showed the scope to have distal tip damage and residue build up. This damage is caused by contact with another source and improper cleaning. No manufacturing related defects were observed.